Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported hole/perforation was unable to be confirmed through analysis as the returned device performed within all testing parameters. Technical analysis: the cuff and pump was returned for analysis to our post market quality assurance laboratory. Visual inspection and functional testing of the cuff and pump did not identify any component damage and performed within all testing parameters. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to the device not working properly two weeks prior to revision procedure. During the procedure the physician identified a microscopic hole in the cuff. The aus cuff and pump was explanted, the balloon remained implanted, and a new aus cuff and pump. The patient improved following the procedure.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) as it stopped functioning approximately two weeks prior. During the procedure the physician identified a microscopic hole in the cuff. The cuff and pump components were explanted and replaced; the original balloon remains implanted and in use. The patient improved following the procedure.